Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level of 419 mg/dl. Customer stated they changed infusion set and experienced infusion flow blocked alarms and went through 5 to 7 quicksets and reservoirs as a result of persisted alarm. Customer stated insulin had exited during 5 unit fixed prime or fill cannula. It was unknown if the insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.